Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No adverse patient effects other than the procedure were reported.

Event description:
--

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) appeared to be depleting faster than expected. The field representative requested a longevity estimate.

Manufacturer narrative:
Technical services provided an estimate of less than one year remaining. No adverse patient effects were reported. As of today, the device remains implanted without further complication.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A longevity test was performed, and the device met specification for labeled longevity. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, the device met specification for longevity and did not display premature battery depletion.